Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon popped on the btt port on the vasoview hemopro 2. A vasoview 6 accessory pack was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25097807, 25098586 and 25098586, the last 3 lots shipped to the account prior to the aware date. There was no non-conformance records in the lot history. (B)(4).